Event description:
It was reported, that: the distal tip of the impactor broke while trying to remove the tibial impactor from the patient¿s knee. All pieces were found. No piece remains into the patient body. There had no consequence on the patient body/ health. No delay.

Manufacturer narrative:
(B)(4). Report source: foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: adequate photographs have not been provided and product has not been returned for evaluation. Therefore, the investigation has been limited to the information provided, a review of the device history records, and a complaint history search. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. Review of complaint history identified additional 38 similar complaints for the reported item and 3 additional complaints for the reported item and lot combination. This device is used for treatment. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. It has been confirmed that the instrument is not within the scope or subject of any field actions or recalls which could be attributed to reported event. The likely condition of the device when it left zimmer biomet is conforming to specification. The reported event has not been confirmed as relevant photographs have not been provided and product has not been returned for evaluation and the DHR review did not identify any issues. The root cause of the reported event cannot be determined with the information provided. Corrective or preventative action not required. The root cause of the reported event cannot be determined with the information provided. The investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and further investigated. H3 other text : requested but not returned by hospital.

Event description:
It was reported, that: the distal tip of the impactor broke while trying to remove the tibial impactor from the patient¿s knee. All pieces were found. No piece remains into the patient body. There had no consequence on the patient body/health. No delay.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h1, h2, h3, h6, h10 . Visual examination of the returned product confirms the fixed foot has fractured. The fractured piece was not returned with the product. The product was returned dismantled and not complete. Two screws and the blue pad were missing. The instrument exhibits indentations on the top of the main body suggesting excessive use of the toffee mallet during insertion/impaction. There is also evidence of indentations on the back side of the instrument suggesting excessive use of the toffee mallet in the anterior to posterior direction. The instrument has been potentially used in the field for approximately 5 years. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.